Event description:
During a da vinci si hysterectomy procedure, the user facility allegedly identified a broken separated wire on the mega suturecut needle driver instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was received and evaluated. Engineering confirmed a broken grip close cable at the distal idlers, which was sticking out at the instrument's wrist. The idler pulley spun freely and was not damaged. Other cables at the instrument's wrist were not damaged. Additional damage found were scratches on the surface of the distal pulley. Engineering was unable to conclude how the pulley damage occurred. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.